Event description:
The reported failure to program was duplicated in the pa laboratory at two orientations. This failure to program was not due to end of service. This is addressed in the physician's manual by instructing the user to reposition the wand. Since product labeling addresses these situations and provides instructions to easily remedy the events (wand position) and (system operation), it is not considered a device malfunction. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported that during initial implant surgery the new generator was unable to be interrogated after several attempts. The surgeon attempted interrogation on another generator still in the packaging which was successful. The generator that was unable to be communicated with was removed and the other generator was opened and implanted. The second generator was successfully interrogated after connecting it to the lead and the surgery was completed without any other issues. The generator was returned to device manufacturer on (B)(6) 2013 for analysis; however, the analysis has not yet been completed. The returned product form indicated that the generator could not be interrogated by the physician. The implant card confirmed that the implant occurred on (B)(6) 2013. The lead impedance was not marked.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.